Event description:
During a standard dental treatment on tooth #26 the handpiece heated up and burned the patient on inside of lower lip. The size of the burn was the size of the back cap. The patient was give otc oral gel and instructed to do warm salt water rinses.

Manufacturer narrative:
The analysis of the handpiece did show that the bearings have been gritty and the head was dented causing the blackcap button to stick in. This caused unusual inner friction causing the head to heat up. The dent indicates that the handpiece was dropped or mishandled, e.g. During reprocessing. The condition of the bearing might be a normal wear issue, but it is likely that due to the dent and the high temperature a stronger wear took place. The user instruction requires a visual and functional inspection prior to each treatment which would hence be mandatory and show whether product is running within specification. Reported due to the two year presumption rule. Incident occurred in (B)(6).